Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). According to the hcp, the patient's monitoring system detected a yellow alert (code#1003) associated with a voltage too low for projected remaining capacity message. Ts discussed the issue and recommended device replacement. Data from the patient's monitoring system was reviewed by boston scientific's in-house engineering. In-house engineering verified that a low voltage alert was declared in (B)(6) 2014. The most recent recorded battery voltage is 3.019 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the estimated daily device power fluctuations were estimated. To date, the power appears steady, however, this behavior may change unpredictably. However, at this point, the battery does have a significant reserve. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
--

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident. The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.